Manufacturer narrative:
The patient sample was returned to mts where it was tested using the same lot reagent cards used by the customer. Additional testing on the samples did not generate a positive reaction, supporting the final negative result obtained by the customer. The incident was isolated, and the customer has not reported additional issues with the instrument. However, equipment malfunction could not be ruled out as the source of error. The root cause of this event is unknown.

Event description:
The customer reported that they had observed a weak positive reaction for a patient sample in one cell during a 2 cell antibody screen on the provue analyzer. Upon repeat testing using multiple methods, the sample was determined to be negative. A false positive result during critical testing could lead to inappropriate physician action. There was no report of patient harm as a result of this event.